Event description:
It was reported that pump repeatedly declared altitude alarm 21 while insulin delivery was suspended, despite pump being within normal operating altitude and speaker holes not being obstructed. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to clean speaker area, reload cartridge, and attempt to resume insulin, but alarm initially recurred; customer then loaded new cartridge again after waiting two hours for possible moisture to evaporate, after which pump resumed normal operation, and technical support advised on preventing future altitude alarms, which customer acknowledged.